Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Failure to follow steps/instructions. The return of the device may have aided the investigation in determining a cause for the experienced event. A femoral angiogram was not taken to evaluate the access site for suture placement and possible ligation of the anterior and posterior walls of the femoral artery and size, calcium, tortuosity, and for disease or dissections of the arterial wall. A review of the finished product lot history record did not reveal any manufacturing related nonconforming material records associated with this lot. Based on the information received and without the product to examine, a definitive cause for the reported experience cannot be determined. However, deviating from the IFU may have played a role in this event. To ensure this type of experience is not a result of a potential product related deficiency, a sampling of finished devices is also tested to verify the functionality of the device.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of a mildly calcified right common femoral artery after an diagnostic procedure. It was reported that a cuff miss occurred. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.